Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
Analysis of the pump on 2016-07-21 revealed no anomaly. As per the pump¿s log, baclofen with concentration 500.0 mcg/ml was being administered at a simple continuous dose rate of 24.04 mcg/day as of (B)(6) 2016. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown medications via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported the patient's device system was removed on (B)(6) 2016 per lack of benefit. The event date/ onset of the lack of benefit was not provided. Additional details were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.